Manufacturer narrative:
Patient weight not available for reporting. Date of non-union is not known. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo revision surgery of ulnar shortening plate on (B)(6) 2017 due to a non-union. The plate and five (5) screws were all removed from the patient. It is not known how many of the screws were locking and how many were cortex screws. The patient was then revised to a 10 hole 2.7mm locking compression plate (lcp) with vivigen graft. There was no delay in surgery and the patient outcome was reported as good. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.